Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for a gi bleed. Patient was listed as status 1a for transplant due to the chronic nature of the gi bleeds. The patient was subsequently transplanted.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.